Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A batch review was performed on the reported lot and no deviations were found.

Event description:
The customer reported to baxter (B)(4) of an empty 3l eva bag that leaked on a connection. There was no patient injury or medical intervention associated with this event. No further information is available.